Event description:
It was reported that during insertion of this biostinger hornet implant in a knee arthroscopy, the preload inserter tube bent. The procedure was completed with an alternate biostinger implant.

Manufacturer narrative:
Investigation findings: the device has not been returned for eval at this time. A follow-up report will be filed once the device is received and evaluated. The customer also reported that prior to this event with a 13mm size biostinger implant, the surgeon attempted to insert a 10mm biostinger implant and the handle disintegrated when the grey knob was pushed. This event is reported under MDR 1017294-2008-00142.